Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating turning on and off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation, the pca burn was observed, and device is fail in motor calibration. The customer complaint was reproduced. There was eighty-three error has been identified. The device was scrapped.